Event description:
It was reported that during a scheduled retrieval of an ivc filter, one of the filter arms detached. The filter arm was removed within the recovery retrieval cone. A snare was then advanced from the same access site and used to successfully retrieve the filter without further incident. No report of injury to the patient.

Manufacturer narrative:
The lot number for the device is unknown. Therefore, a review of the device history records could not be performed. The filter will be retained by the user facility risk management department. Therefore, a sample evaluation could not be performed. Images were not provided. The complaint investigation is inconclusive for limb detachment. Note: it was reported that imaging demonstrated that the ivc filter was completely intact, prior to removal. It is possible that the retrieval attempt contributed to the reported limb detachment. Based upon the available information, the definitive root cause is unknown. The current IFU (instructions for use) states: warnings: filter fractures area a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques.